Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the morning of (B)(6) 2025, the patient received a cgm alert indicating a glucose level of 400 mg/dl. Although asymptomatic at the time, the patient administered a dose of novolog insulin via insulin pen without confirming the reading with a bg test. She then proceeded with her usual morning routine. Shortly thereafter, while in the kitchen, the patient¿s husband heard a noise and found her unresponsive on the floor. He was able to rouse her within a few minutes, at which point she reported feeling extremely fatigued. A bg test performed by the husband showed a reading of 54 mg/dl, while the cgm continued to display 400 mg/dl. The husband administered a glass of orange juice and sugar tablets. The patient did not sustain any injuries from the fall and reported feeling well approximately 10 minutes after receiving the carbohydrates. She was not transported to a healthcare facility and has since reported no further issues. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.